Event description:
It was reported that the user experienced elevated glucose while using the ilet system with recurrent infusion site issues from the same box of infusion sets and no visible leaks; the user had not been confirming drop formation in the cannula before insertion and was coached to verify drops and replace the site, after which insulin delivery was resumed. Agent performed troubleshooting steps remotely. Investigation of this case revealed user technique issues related to site priming and multiple site problems from the same lot. No clinical symptoms reported. Outcomes included no reported injury and recovery after site replacement and restored delivery. It was concluded that the cause of the hyperglycemia was unclear due to potential infusion set or use-related factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.